Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via letter and stated that the pin had come loose from the brush head allowing the round head to detach from the base of the unit. No injury was reported.